Event description:
A percutaneous coronary intervention was performed for a lesion in the left anterior descending (lad) artery. The lesion was 100% stenosed with calcification and moderately tortuous. A stent was implanted in the lesion and confirmed with an intravascular ultrasound (ivus) catheter. The ivus had become caught in the distal edge of the stent. When the physician removed the guide wire from the pt, the imaging catheter was released from the stent. No pt injury was reported. Pt was reported to be in "good" condition.

Manufacturer narrative:
(B)(4) stuck in stent.